Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as: 6000093-2007-01846. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The totally occluded lesion being treated was located in the proximal right coronary artery (rca). The patient presented with an acute inferior myocardial infarction. Angioplasty of the totally occluded right coronary artery was done using 3.0x15 mm maverick, inflated to 9-15 atms. Angiography revealed significant thrombus and a long segment of disease in the descending portion of the vessel. A 3.00x24 mm taxus express2 drug eluting stent was deployed, inflated to 13-14 atms, in the lower descending portion of the vessel. A second 3.00x24 mm taxus express2 drug eluting stent was placed proximally, partially overlapping the previous stent, inflated to 14 atms. A good result was obtained with no residual stenosis and a timi 3 flow. Sixteen days post the initial procedure, the patient presented with st-segment elevation inferior wall myocardial infarction. Angiography revealed total occlusion of the proximal rca. Inflations were made with the 2.5 x 20 mm maverick balloon, reestablishing antegrade timi grade 3 flow from timi grade 0. A severe and heavy thrombus burden was noted throughout the stents as well as the large ecstatic segment in the distal rca prior to the bifurcation of the posterior descending (pda) and posterolateral branches distally. This segment had a large amount of thrombus. The patient developed ventricular tachycardia requiring multiple countershocks and code blue with CPR. A temporary pacemaker was advanced to the right ventricular apex and stimulation thresholds were confirmed. A thrombectomy was performed throughout the proximal, mid and distal rca with multiple passes. This resulted in significant resolution of the distal thrombus burden with some mild residual thrombosis in the proximal rca stent site. A 3.5x30 mm maverick balloon was used to postdilate the previously placed stents. The final result was excellent with no residual stenosis timi grade 3 run-off. The patient was transferred to the critical care unit on ventilator support and heavily sedated. Medications given: epinephrine, amiodarone, atropine, reopro, and nitroglycerin. Twenty one days post the initial procedure, the patient was brought back to the cath lab. Angiography confirmed an edge dissection in the previously placed proximal stent proximally. A 3.50x12 mm taxus express2 drug eluting stent was deployed overlapping the proximal stent, inflated to 15 atms. A good result was obtained with no residual stenosis and timi3 flow.